Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient experienced a connection issue between the heater line and the heater supply bag. This occurred during patient setup of peritoneal dialysis therapy. The care giver (cg) stated that they were trying to connect the heater line, but the end of the heater line and the heater supply bag did not match. The technical service representative advised the cg to use a different cassette and bag. The cg stated that those worked. The cg continued with setup. There was no patient injury or medical intervention associated with this event. No additional information is available.